Manufacturer narrative:
A manufacturing evaluation was completed: received one applicator inner shaft, part 03.812.003 for manufacturing investigation. The article is in a used condition; the knob at the end of the shaft is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the hardness and the undercut diameter close to breakage was measured; both results are within specification. The knob on the coupling end of the applicator inner shaft is broken due to mechanical overload during surgery. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the manufacturing location: (B)(4), part: 03.812.003 / lot: 8959887, manufacturing date: 16. July 2014. No ncrs were generated during production. Review of the device history record(s) showed complaint condition the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: a breakage of coupling at the proximal end of t-pal applicator was reported. There was no patient harm reported. All three reported devices showed the same issue. The breakages generated fragments, but it is unknown whether they were easy to remove or not. No prolongation of the surgery was reported. This complaint involves 1 part. This report is 3 of 3 for com-(B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was not affected by the generated fragments.